Event description:
It was reported that customer was unable to get past the fill tubing step of the load process with multiple cartridges. During troubleshooting, the customer tried reloading a cartridge, but the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units. The customer was low on their supply of insulin and indicated they would load a new cartridge when additional insulin was available. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.